Event description:
Endoscopic fixating clips used during an emergent gi bleed. One clip fired but did not detach from the device. This caused the tissue to tear and increased bleeding to occur. Another clip was deployed and also failed to detach appropriatley. Two other clips were test fired on a blanket and those also failed to detach appropriately. All of the clips were from the same lot # 98v olympus single use rotatable clip fixating device hx-201ur-135l".

Event description:
Endoscopic fixating clips used during an emergent gi bleed. One clip fired but did not detach from the device. This caused the tissue to tear and increased bleeding to occur. Another clip was deployed and also failed to detach appropriatley. Two other clips were test fired on a blanket and those also failed to detach appropriately. All of the clips were from the same lot # 98v olympus single use rotatable clip fixating device hx-201ur-135l".